Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30491237m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) on (B)(6) 2021 with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring epicardial puncture, medication, and surgical intervention. Patient was under general anesthesia. Ablation was done with a smart touch catheter. Just before finishing the ablation line on the right superior pulmonary vein (rspv), there was a steam pop. The physician finished the ablation line with 8 additional ablation points to finish and close the ablation line. Patient was stable at the end of the procedure; however, the patient¿s blood pressure was low. Echocardiography was used, and epicardial effusion was found. Epicardial puncture was performed to drain about 300ml from the epicardial space. Protamine was given. After protamine administration, the activated clotting time (act) was 138. Noradrenaline was also given to support patient¿s heart pressure. Pressure and heart rhythm returned to normal. Patient was sent to the intensive care unit (ICU) and stayed for 24 hours under surveillance. On(B)(6) 2021, the patient underwent additional surgery as the patient¿s condition was not stable. Since the lactate value was very high, the physician wanted to know if blood clots remained in the patient¿s epicardium. The epicardium was checked, and no blood clots were observed. In addition, no blood was observed on the epicardial space, which confirmed no active hole was in the atrium. Afterwards, they started ¿dobutamine¿ and the patient response was good. Patient was stable. There was no report of prolonged hospitalization. Since the event (cardiac tamponade) is life threatening and required intervention to prevent permanent impairment of a body function, or permanent damage of a body structure, then is to be considered serious and MDR-reportable. The steam pop issue was assessed as not MDR reportable.